Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose level of 287 mg/dl. Reportedly, the customer administered correction boluses via pump therapy. During a system check with tandem technical support; the pump, cartridge, and infusion set functioned as expected. Recommendation was made for the customer to contact their healthcare provider to discuss pump settings.